Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was exhibiting high out of range shocking lead impedances greater than 125 ohms. The impedances had been trending upward in the last two months. Within the last two weeks there had been several instances of greater than 125 ohm impedances with some fluctuations. The patient was currently wearing a back brace. A boston scientific crm technical services consultant recommended obtaining a chest x-ray. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that a revision procedure planned to take place at date in the near future. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated that a revision procedure took place. The rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional information is available at this time. If additional information becomes available the event will be updated.